Manufacturer narrative:
Final analysis found the reported inappropriate therapy due to noise was confirmed in the laboratory via review of the device image. Noise was noted on the stored egms and on real-time egm. The device was tested in the laboratory and noise was observed during testing. The noise and low battery voltage detection were believed to be caused by unregulated internal supply voltage. The unregulated signal was caused by a capacitor¿s connection in the hybrid.

Event description:
Related manufacturer reference number: 2938836-2019-03733. Related manufacturer reference number: 2938836-2019-03734. Related manufacturer reference number: 2938836-2019-03735. It was reported that the patient received multiple inappropriate shocks at home. On arrival to the emergency, once in the room patient had potential episode of vt/vf, syncope and was reportedly pulselessness. He received chest compression and external shock to obtain return of pulses. Upon device interrogation, low impedance with noise in all leads were observed. The device was programmed doo and tachycardia therapies were disabled. The following day, the device was interrogated again, and the same noise was observed. A chest x-ray was taken, and physician suspected lead abrasion was likely the cause of the noise and impedance drop. Physician was concerned that the patient¿s device was not working correctly given the amount of interference and noise from the leads. On (B)(6) 2019 just prior to procedure, the device was interrogated and low out of range high voltage (hv) lead impedance was observed. The right ventricular lead was explanted and replaced. The atrial lead was left in place and plugged in as the patient was chronic atrial fibrillation and device was programmed to vvi. During the procedure, pacemaker system analyzer testing on the left ventricular lead showed normal impedance and pacing characteristics and the lead remained implanted. The device was also explanted and replaced. There were no complications and the patient was stable throughout.